Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly. Correction: replaced pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: self-test faulty. Flow sensor and tightness not passed. Technical event 233003, 233004 and 233001 in the event log. Selftest faulty. Flowsensor and tightness failed. In the event log technichal event 233003, 233004 and 233001.

Event description:
The following was reported to hamilton medical ag: summary: self-test faulty. Flow sensor and tightness not passed. Technical event 233003, 233004 and 233001 in the event log. Selftest faulty. Flowsensor and tightness failed. In the event log technichal event 233003, 233004 and 233001.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly. Correction: replaced pressure sensor assembly. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.